Event description:
The syringe (auto gas fill pak) was hooked up to the constellation system and "auto fill" button was pressed. The syringe did not fill as anticipated. A new pak was opened and used.